Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A non-sterile prowler select plus was received coiled inside of a plastic bag. A compressed section was noted on distal end. No other damages were noticed. The ID of the microcatheter was measured and according to the drawing (B)(4) rev.07 was within specification. Hub ID was inspected and no anomalies were noted. The received microcatheter was flushed using a lab sample syringe; after that a cordis guide wire 0.018" (lab sample) was inserted in the microcatheter; and it pass without any resistance or friction. After that an enterprise (cordis - lab sample), was introduced into the microcatheter; and it advance smoothly through the inner lumen; friction was experienced when it passed through the compressed section; however, it could pass until the distal tip. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15095669 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Reported failure by the customer as "luer hub - obstructed" was not confirmed during the analysis. The cause of the compressed section noted in the device could not be conclusively determined; however, neither the analysis nor the DHR suggest that this damage could be related to the manufacturing process. Inspections are in place that impedes this kind of damages leaving from the facility. Therefore, no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a stent assisted coil embolization resistance was encountered at the hub of the prowler select plus ((B)(4)) when attempting to advance the 37mm enterprise vrd ((B)(4)). The microcatheter was changed to another microcatheter unknown product and lot number and the same enterprise was used to successfully complete the procedure. It is not known if the microcatheter was exchanged over a guidewire. The patient had no neurological symptom and is in stable condition. The procedure was treatment of an aneurysm in left internal carotid artery with a vessel that was not calcified and heavily tortuous. The enterprise vrd was planned to be placed in left p-com - ica. A constant and dedicated saline source was utilized at all times. The enterprise introducer was seated correctly in the microcatheter hub, after the introducer was seated correctly, the y connector or touhy was closed to secure and prevent movement of the introducer. No kinks or bends were noted on the microcatheter proximally near the hub or anywhere else, and the same enterprise was utilized to complete the procedure, since no damages were noted on the distal tip, stent, delivery system, or introducer. After removal from the patient there were no damages on the microcatheter. No additional information was available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15095669 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. A non-sterile prowler select plus was received coiled inside of a plastic bag. A compressed section was noted on distal end. No other damages were noticed. The ID of the microcatheter was measured and was within specification. The hub ID was inspected and no anomalies were noted. The received microcatheter was flushed using a lab sample syringe; after that a lab sample 0.018" cordis guide wire was inserted in the microcatheter; and it passed without any resistance or friction. After that a lab sample enterprise vrd system was introduced in to the microcatheter; and it advance smoothly through the inner lumen; friction was experienced when it passed through the compressed section however it could pass through to the distal tip. The cause of the compressed section noted in the device could not be conclusively determined; however neither the analysis nor the DHR suggest that this damage could be related to the manufacturing process. Inspections are in place to prevent this type of damage from leaving the facility. Additionally the compressed sections would not have impacted the user's ability to introduce the enterprise into the hub of the prowler select plus microcatheter. The reported insertion difficulty into the hub of the returned prowler select plus microcatheter was not confirmed during the analysis. As outlined in the IFU, the introduction procedure of the enterprise vrd is technique driven; requiring proper orientation and positioning of each component of the system. Based on the report that the enterprise introducer was fully seated and secure in the hub of the microcatheter, no conclusion can be made; however, there was no discrepancy with functional testing. Procedural factors appear to have contributed to the reported event. Therefore no corrective action will be taken at this time.

Event description:
The procedure was coil embolization assisted with the vrd stent (enc453712) for the aneurysm in left internal carotid artery with a vessel that was not calcified and heavily tortuous. The vrd stent was planned to be placed in left p-com - ica. When the vrd delivery wire was inserted in the microcatheter (606-s255fx), large resistance was felt at the hub and could not be advanced. The microcatheter was changed with other product, and the procedure was completed successfully. The patient had no neurological symptom and is in stable condition. A constant and dedicated saline source was utilized at all times. The enterprise introducer was seated correctly in the microcatheter hub, after the introducer was seated correctly, the y connector or touhy was closed to secure and prevent movement of the introducer. No kinks or bends were noted on the microcatheter proximally near the hub or anywhere else, and the same enterprise was utilized to complete the procedure, since no damages were noted on the distal tip, stent, delivery system, or introducer. After removal from the patient there were no damages on the microcatheter. No additional information was available.